Manufacturer narrative:
The customer stated there have been no further issues since the service visit. The investigation determined that the rinse tubing issue found by the fse was the root cause of the event.

Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for multiple patient samples tested on a cobas 6000 c (501) module. The customer has changed all the electrodes on the instrument twice, changed the diluent and primed ises. The customer has rebooted the instrument and primed the patient samples with activator. The issue has been intermittent between (B)(6) 2018 and (B)(6) 2018. The customer provided data for 9 patient samples. Based on the data provided, the results for 1 patient sample tested for sodium (na) is a reportable malfunction. The initial na result on the c501 module was 175 mmol/l with a data flag. This result was reported outside of the laboratory where the nurse questioned it right away. The repeat result from a different analyzer was 139 mmol/l. There was no allegation that an adverse event occurred. After the initial point of contact, the customer provided an example for 1 patient sample tested for glucose with an initial result was "100 something" on the c501 module in question. When repeated on a different analyzer the result was "500 something." It is not known which result is considered to be correct or if the incorrect result was reported outside of the laboratory. No electrode/reagent lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found that the rinse tubing was split. The fse replaced the rinse tubing and ran diagnostics tests on the instrument with no errors.